Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler or any fresenius product. Additionally it is unknown when or where the patient developed the peritonitis. There is no documentation of peritonitis prior to the hospitalization for the malposition catheter requiring replacement. Nor is there any allegation of any fresenius product malfunction. It is unknown what products were used during hospitalization for pd treatment. Should additional new information be made available this clinical investigation will be reevaluated. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed a patient was diagnosed with peritonitis while hospitalized. The cause of peritonitis was unknown. The patient was hospitalized on (B)(6) 2017 due to the inability to drain manually. Additionally, an unsuccessful attempt to do a manual drain was made in the clinic. An x-ray was performed revealing a displaced pd catheter, non-fresenius product. The patient had a surgery to replace the dislodged catheter. The patient has recovered from the event. Additional information was solicited but was unavailable.